Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 29mm portico valve was implanted on (B)(6) 2022. The implant depth was 3mm below the annulus and the leaflets were calcified. During post-dilation with a valvuloplasty balloon, a loss of ventricular stimulation associated with an extra-systole caused the balloon to be forced into the aorta along with the portico valve. The patient did not have a acute aortic angle and the migrated valve did not block a coronary artery or arteries. The portico valve was snared higher in the aorta and a non abbott valve was placed underneath. Patient stable, no additional information was provided.

Manufacturer narrative:
An event of valve migration during post-dilation was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.